Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch report number mw5099754 that a female patient who underwent an unspecified breast surgery with 300cc smooth mentor memorygel breast implants experienced postoperative autoimmune disorder of itp, left-sided implant rupture, and unexplained systemic symptoms, including chronic refractory low platelet count, fatigue, headaches, dry eyes, brain fog, confusion/disorientation, weight gain for the last ten years, high baseline tryptase level for at least two years, random pains in breasts, and systemic inflammatory response. The patient had an MRI that showed left-sided implant rupture and a non-mass enhancement that required a biopsy for further assessment. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.